Event description:
It was reported that backup operation was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the patient was not feeling well because the patient was typically set at a base rate of 80bpm, and the backup reset caused the rate to go down to 60 bpm. The reason for the backup reset could not be determined. The patient came into clinic and the device was restored successfully. The patient was very anxious and did not feel well before and during the restoration.